Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen, chunks were missing of the insulin pump near reservoir missing causing o-ring on reservoir to come off, battery life had diminished significantly, the insulin pump was slower to rewind, battery was rejected and the insulin pump alerts were out of control and excessive. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.